Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported stroke was unable to be determined. The reported patient effect of cerebrovascular accident, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. It was noted that the physician had trouble achieving a transseptal puncture with a non-abbott device. After achieving the transseptal puncture, two clips were successfully implanted. Later that evening, the patient experienced a stroke. The clips are still stable.